Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side "possible alcl," and " implant removal from textured to smooth due to the concerns of the product." Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
Clarification to reason for reoperation: lymphoma-alcl-suspected (histopathological markers not received) and bilateral implant removal from textured to smooth due to the concerns of the product.

Event description:
Healthcare professional reported left side "possible alcl," and " implant removal from textured to smooth due to the concerns of the product." Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient rep. Reported, for the left side, the "plaintiff suffers, and continues to suffer, from ... Mental and emotional suffering, fear, grief, anxiety, apprehension", "bia-alcl", "infection, chronic pain, seroma, pain, rashes, itching, swelling", "capsular contracture", "mental pain and suffering", and "diagnosed with bia-alcl". The baker grade is unknown. Pathological markers confirming alcl have not been received. Patient rep. Reported events deemed not related to the device as follows: "permanent physical injury", "financial loss", "disability", "hospitalization", "cancer treatments", and "past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity". The device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number: (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run po8-dh7797 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for saline breast implants for the period of may/2021 through apr/2023, were noted 3 outliers on (B)(6) 2021 and on (B)(6) 2022. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "possible alcl," and " implant removal from textured to smooth due to the concerns of the product." Pathological markers confirming alcl have not been received. Patient rep. Reported, for the left side, the "plaintiff suffers, and continues to suffer, from, mental and emotional suffering, fear, grief, anxiety, apprehension", "bia-alcl", "infection, chronic pain, seroma, pain, rashes, itching, swelling", "capsular contracture", "mental pain and suffering", and "diagnosed with bia-alcl". The baker grade is unknown. Pathological markers confirming alcl have not been received. Patient rep. Reported events deemed not related to the device as follows: "permanent physical injury", "financial loss", "disability", "hospitalization", "cancer treatments", and "past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity". The device has been explanted.